Event description:
The tip of the introducer broke off in the patient. No further information at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.